Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements. The patient was a non-responder to the resynchronization therapy, so in 2014 during the routine device replacement procedure, the lv lead was surgically abandoned and the patient received an implantable cardioverter defibrillator (ICD). In 2017 it was reported the patient's heart failure condition was worsening and it was planned to upgrade the device to a cardiac resynchronization therapy defibrillator (crt-d). The intention was to remove the chronic lv lead and implant a new model. However, despite several attempts, the old lead was not able to be extracted. The physician attempted to add a new lv lead, but the vein was too narrow and it could not be implanted with the old lead present. This lead and the ICD remain implanted. No additional adverse patient effects were reported.